Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the sipper nozzle was clogged, debris in the dilution vessel, and a worn vacuum nozzle. He replaced the sipper nozzle and tube and replaced the vacuum and dilution nozzles. He checked the system pressure and probe wash and cleaned the dilution vessel. He ran precision testing and ise checks that were successful. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module. A physician noticed the results were lower than expected and asked for repeat testing for multiple patient samples. One example was provided of an initial result of 118 mmol/l with a data flag and a repeat result of 125 mmol/l. The repeat result was believed correct.

Manufacturer narrative:
The cobas 8000 cobas ise module serial number was (B)(6) . The investigation is ongoing.